Manufacturer narrative:
The customer declined the option to have their glidescope bflex 5.8 single-use bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon, the cause of the failure could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 single-use bronchoscope, there was no articulation. A delay in the procedure of unknown duration occurred as a backup glidescope bflex 5.8 single-use bronchoscope was obtained. No harm to the patient or user was reported.